Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring. The alarm was due to a motor stall. The stall was "constant." The patient was at home the morning of report when logs showed the stall occurred. It was noted that it had stalled over the weekend. There had been no MRI, electromagnetic interference (emi) or other magnet exposure. Reinterrogation after the pump was reprogrammed showed no recovery, the stall had not recovered. A tube set message was encountered when interrogated in the operating room. It was reported that there was not more than one stall that was noted in the event logs. The physician opted not to put the pump to minimum rate mode. The physician was going to provide the patient with oral baclofen and valium. The patient had not shown any symptoms on (B)(6) 2015. It was reported on (B)(6) 2015, that the patient was experiencing some withdrawal symptoms, spasticity and increased tone. The cause of the stall was unknown. The pump was replaced emergently on (B)(6) 2015 (monday). It was reported that the patient was doing fine; the patient had recovered without permanent impairment. The pump system was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n184853008, implanted: (B)(6) 2009, product type: catheter. (B)(4).